Event description:
It was reported that during the use of the product, an "error" alarm went off. No patient injury.

Manufacturer narrative:
One pump was received for investigation. No physical damaged was found on the device. As a result of checking the log there was a record of the error1870 occurring after the pump operate one hour on (B)(6) 2023. Functional test was performed and the reported issue could not be confirmed. Possible defective motor or rotation detection sensor parts could be the cause of the reported issue. Preventively, replace the motor and rotation detection sensor. Product is beyond 2 years from manufacture date of 2020-06 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed.